Event description:
It was reported that the patient was experiencing left arm swelling. A subclavian vein stenosis with thrombosis was observed. The device was explanted. The patient underwent venoplasty and stent placement in the subclavian vein. The patient was given a life vest until re-implant is evaluated.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis is normal. No anomalies were found.